Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 301mg/dl. The customer's expected fasting blood glucose test result range is 125 to 175mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 1:301mg/dl, (B)(6) 2017 11:15 am, fasting: yes. The 2:43mg/dl, (B)(6) 2017 11:07 am, (control test). Customer is using her meter for the first time and says she got a high reading of 301mg/dl.